Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device / perforation of the fallopian tubes/ migration of essure device location of device: moved outside of fallopian tubes to other organs,"), uterine perforation ("perforation of other organs, underwent hysterectomy") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. C18707, c08623- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "surgical reports that essure coil on right was defective". The patient's medical history included cervical cancer and hypothyroidism. Concurrent conditions included adenomyosis and menses irregular. Concomitant products included codeine from (B)(6) 2014 to (B)(6) 2015, ibuprofen, ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2015, ondansetron (zofran), oxycodone, paracetamol (tylenol extra-strength) from (B)(6) 2014 to (B)(6) 2015, testosterone and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain"), fatigue ("fatigue"), insomnia ("other injury(ies) or complication please describe: insomnia"), alopecia ("hair loss") and vaginal infection ("vaginal infection") and was found to have weight decreased ("weight loss"), 2 days after insertion of essure. On (B)(6) 2015, the patient experienced menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain and cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), rash ("rash") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, vaginal discharge and vaginal infection outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, female sexual dysfunction, infection, migraine, headache, nausea, dyspareunia, abdominal pain lower, fatigue, weight decreased, insomnia, alopecia, rash and pyrexia was resolving and the menopause had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, insomnia, menopause, menorrhagia, migraine, nausea, pyrexia, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: complications relating to placement. Surgical reports that essure coil on right was defective. The doctor removed it right then, placed a coil on left side and then put a new coil on the right side to complete the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: test was performed. (B)(6) 2015: surgical pathology report. Diagnosis: a. Fallopian tube, right, salpingectomy: segment of fallopian tube with paratubal cyst. B. Fallopian tube, left, salpingectomy: segment of fallopian tube with nondiagnostic findings. C. Ovary, left: fragments of corpus luteal cyst. D. Ovary, right, biopsy: portion of ovary with nondiagnostic findings. E. Ovary, right, cyst, excision: fragment of benign follicular cyst. F. Uterus, hysterectomy: uterine cervix with squamous metaplasia. Proliferative-phase endometrium. Intramural leiomyoma. No atypical hyperplasia or malignancy. G. Cervix, 9 o'clock, excision: portion of cervix with nondiagnostic findings. (B)(6) 2015: test: transvaginal ultrasound (tvu) - with dye: total bilateral occlusion. Lot # c08623 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2019: pfs received : reporters information updated. Event: vaginal infection were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device / perforation of the fallopian tubes") and uterine perforation ("perforation of other organs, underwent hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain and cramping"), menorrhagia ("severe menstruation") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, menorrhagia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: test was performed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device / perforation of the fallopian tubes/ migration of essure device location of device: moved outside of fallopian tubes to other organs,"), uterine perforation ("perforation of other organs, underwent hysterectomy") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. C18707, c08623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "surgical reports that essure coil on right was defective". The patient's past medical history included cervical cancer and hypothyroidism. Concurrent conditions included adenomyosis and menses irregular. Concomitant products included codeine from (B)(6)2014 to (B)(6)2015, ibuprofen, ibuprofen (motrin) from (B)(6)2014 to (B)(6)2015, multivitamin, ondansetron (zofran), oxycodone, panadeine co (tylenol #3) from (B)(6)2014 to (B)(6)2015 and testosterone. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain"), fatigue ("fatigue"), weight decreased ("weight loss"), insomnia ("other injury(ies) or complication please describe: insomnia") and alopecia ("hair loss"). On(B)(6)2015, the patient experienced menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain and cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), rash ("rash") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and vaginal discharge outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, female sexual dysfunction, infection, migraine, headache, nausea, dyspareunia, abdominal pain lower, fatigue, weight decreased, insomnia, alopecia, rash and pyrexia was resolving and the menopause had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, insomnia, menopause, menorrhagia, migraine, nausea, pyrexia, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: complications relating to placement. Surgical reports that essure coil on right was defective. The doctor removed it right then, placed a coil on left side and then put a new coil on the right side to complete the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (b)(6 2015: test was performed. (B)(6)2015: surgical pathology report diagnosis: a. Fallopian tube, right, salpingectomy: segment of fallopian tube with paratubal cyst. B. Fallopian tube, left, salpingectomy: segment of fallopian tube with nondiagnostic findings. C. Ovary, left: fragments of corpus luteal cyst. D. Ovary, right, biopsy: portion of ovary with nondiagnostic findings. E. Ovary, right, cyst, excision: fragment of benign follicular cyst. F. Uterus, hysterectomy: uterine cervix with squamous metaplasia. Proliferative-phase endometrium. Intramural leiomyoma. No atypical hyperplasia or malignancy. G. Cervix, 9 o'clock, excision: portion of cervix with nondiagnostic findings. (B)(6)2015: test: transvaginal ultrasound (tvu) - with dye: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: events- "rash, fever", concomittant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device / perforation of the fallopian tubes/ migration of essure device location of device: moved outside of fallopian tubes to other organs,"), uterine perforation ("perforation of other organs, underwent hysterectomy") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. C18707, c08623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "surgical reports that essure coil on right was defective". The patient's past medical history included cervical cancer and hypothyroidism. Concurrent conditions included adenomyosis and menses irregular. Concomitant products included codeine from (B)(6) 2014 to (B)(6) 2015, ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2015 and panadeine co (tylenol #3) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain"), fatigue ("fatigue"), weight decreased ("weight loss"), insomnia ("other injury(ies) or complication please describe: insomnia") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain and cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and infection ("infection (other)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and vaginal discharge outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, female sexual dysfunction, infection, migraine, headache, nausea, dyspareunia, abdominal pain lower, fatigue, weight decreased, insomnia and alopecia was resolving and the menopause had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, insomnia, menopause, menorrhagia, migraine, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: complications relating to placement. Surgical reports that essure coil on right was defective. The doctor removed it right then, placed a coil on left side and then put a new coil on the right side to complete the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: test was performed. (B)(6) 2015: surgical pathology report. Diagnosis: a. Fallopian tube, right, salpingectomy: segment of fallopian tube with paratubal cyst. B. Fallopian tube, left, salpingectomy: segment of fallopian tube with nondiagnostic findings. C. Ovary, left: fragments of corpus luteal cyst. D. Ovary, right, biopsy: portion of ovary with nondiagnostic findings. E. Ovary, right, cyst, excision: fragment of benign follicular cyst. F. Uterus, hysterectomy: uterine cervix with squamous metaplasia. Proliferative-phase endometrium. Intramural leiomyoma. No atypical hyperplasia or malignancy. G. Cervix, 9 o'clock, excision: portion of cervix with nondiagnostic findings. (B)(6) 2015: test: transvaginal ultrasound (tvu) - with dye: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet & medical record received. Events menopause, genital bleeding, vaginal bleeding, hypersensitivity reaction, apareunia, infection nos, headaches,migraines, nausea, dysmenorrhea, dyspareunia, vaginal discharge, lower abdominal pain, fatigue, weight loss, insomnia and device defective are added. Lot number added. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and malposition of the device / perforation of the fallopian tubes/ migration of essure device location of device: moved outside of fallopian tubes to other organs,"), uterine perforation ("perforation of other organs, underwent hysterectomy") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure (batch no. C18707, c08623- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "surgical reports that essure coil on right was defective". The patient's past medical history included cervical cancer and hypothyroidism. Concurrent conditions included adenomyosis and menses irregular. Concomitant products included codeine from (B)(6) 2014 to (B)(6) 2015, ibuprofen, ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2015, multivitamin, ondansetron (zofran), oxycodone, panadeine co (tylenol #3) from (B)(6) 2014 to (B)(6) 2015 and testosterone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstruation"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain"), fatigue ("fatigue"), weight decreased ("weight loss"), insomnia ("other injury(ies) or complication please describe: insomnia") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced menopause ("hormonal changes describe: menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain and cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), infection ("infection (other)"), rash ("rash") and pyrexia ("fever"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and vaginal discharge outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, hypersensitivity, female sexual dysfunction, infection, migraine, headache, nausea, dyspareunia, abdominal pain lower, fatigue, weight decreased, insomnia, alopecia, rash and pyrexia was resolving and the menopause had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, insomnia, menopause, menorrhagia, migraine, nausea, pyrexia, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: complications relating to placement. Surgical reports that essure coil on right was defective. The doctor removed it right then, placed a coil on left side and then put a new coil on the right side to complete the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: test was performed. (B)(6) 2015: surgical pathology report. Diagnosis: fallopian tube, right, salpingectomy: segment of fallopian tube with paratubal cyst. Fallopian tube, left, salpingectomy: segment of fallopian tube with nondiagnostic findings. Ovary, left: fragments of corpus luteal cyst. Ovary, right, biopsy: portion of ovary with nondiagnostic findings. Ovary, right, cyst, excision: fragment of benign follicular cyst. Uterus, hysterectomy: uterine cervix with squamous metaplasia. Proliferative-phase endometrium. Intramural leiomyoma. No atypical hyperplasia or malignancy. Cervix, 9 o'clock, excision: portion of cervix with nondiagnostic findings. (B)(6) 2015: test: transvaginal ultrasound (tvu) - with dye: total bilateral occlusion. Lot # c08623 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.